Event description:
A healthcare worker complained of dermatitis on the face while working with cidex opa. The customer reported the cause was unknown. Attempts were made to gather additional information and no further information was available.